Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen procedure, the blade tip broke off into the patient. The tip was retrieved. A new shear was pulled and the procedure was completed with no patient consequence. One device will be returned.